Manufacturer narrative:
(B)(4). Additional information: please clarify how the clip fed into the jaws.---the clip could not be fully advanced. Did the clip feed into the jaws sideway? ---no. Did the clip feed slowly into the jaws? ---no. Did the device feed multiple clips into the jaws? ---no. Which firing of the device did this event occur on? ---after several firings. What vessel or structure was the device fired on at the time of the event? ---blood vessel . Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended, then the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the clip was not fed into the jaws properly and the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).